Event description:
It was reported that the fluoro and digital spot on the 9800 sys would be good for one or two exposures and the image quality would start to fade. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The sys was tested and found to be working as intended and placed back into svc.